Event description:
It was reported that the patient was experiencing loss of pain relief due lead migration which was confirmed via x-ray. The patients percutaneous lead was explanted. The explanted lead was discarded by the medical facility.